Event description:
In 2008, boston scientific corporation was informed that during a procedure, after the resolution clip device was deployed, the clip would not clip to the "target hemostatic point." Another of the same device was used to complete the procedure without patient complications. Patient is "stable".